Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision, asr xl - right, reason(s) for revision: infection (tested and positive culture confirmed), alval / soft tissue damage, pain, component malalignment and component loosening. Update: added hospital, surgeon and amended revision date. Received: (B)(6) 2013. Update (B)(6) 2015: added stem and sleeve details. No lot numbers available. Requested details of loosened component. Also two stage revision stated on scf. Asked file handler for details of both revisions. (B)(6) 2015 update (B)(6) 2015: cup and stem confirmed as loosened components. File handler states the patient went through a two stage revision: "the surgeon¿s treatment plan was two stage revision (preventing reinfection after prosthetic hip infection). In other words 2 different operations on 2 separate/different dates. Stage 1: removal of asr prosthesis: (B)(6) 2009, dr (B)(6), loose femoral stem and acetabular cup, (B)(6) hospital. The first stage consisted of the complete removal of the hip replacement, cleaning of the bone, and implantation of a temporary cement spacer (palacos r and antibiotics) that allowed some hip motion and deliver antibiotics to the hip area. This was followed by a 10 week course of antibiotics. Stage 2: (B)(6) 2009, pinnacle inserted, dr (B)(6), (B)(6) hospital. The second stage consisted of the re-implantation of a definitive hip replacement." Therefore the correct revision date is (B)(6) 2009. The patient had spacers implanted from (B)(6) 2009 to (B)(6) 2009 when the pinnacle system was implanted.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).  Depuy synthes has been informed that the lot number is not available.